Event description:
The pt's spouse called to report that the pt used the suspect device to check blood glucose. The pt obtained a result of 489mg/dl and took 15 units of insulin. The pt then passed out. Emt's were called and they tested pt's blood glucose at 14mg/dl with their equipment. The pt was transported to the hospital and treated for hypoglycemia with a glucose IV and admitted. Glucose control solutions were not in use on the suspect device system. The suspect device was replaced with new product and authorized for return to the MFR for eval.